Event description:
Clinical trial. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) drug-eluting stent (des) treatment procedure, stent damage occurred. The patient had 3 target lesions being treated during this procedure: mid-left anterior descending (lad) target lesion #1, left main/lad target lesion #2 and left main/obtuse marginal (om) target lesion #3. Target lesion #1 was a denovo, severely calcified, 90% stenosed lesion was located in the moderately tortuous lad. The lesion was pre-dilated with a non-bsc 2.5 x 12mm balloon. A 2.5 x 16mm and a 3.0 x 16mm taxus liberte des were successfully deployed. Target lesion #2 was a denovo, severely calcified, 90% stenosed lesion located in the bifurcation of the left main and lad. The lesion was pre-dilated with a non-bsc 2.5 x 12mm balloon. A 3.0 x 16mm taxus liberte des was successfully deployed. Target lesion #3 was a denovo, severely calcified, 90% stenosed lesion located in the bifurcation of the severely tortuous left main and om. The lesion was pre-dilated with a non-bsc 2.5 x 12mm balloon. Prior to stent deployment, the 2.5 x 16mm taxus liberte des was damaged during attempted positioning. The procedure was successfully completed with pre-dilation and another taxus stent. No patient injury or complications were reported.

Manufacturer narrative:
The product has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause for this reported complaint is unknown. Product unavailable for analysis.